Event description:
The info received from the field states that this female pt was presented to the interventional lab for embolization of an aneurysm located in the right internal carotid artery (rica). As the physician was attempting to treat the aneurysm, he found a significant resistance past the hub of the microcatheter, with orbit coils. Please note that five microcatheters were used in this procedure, and the physician experienced the same difficulty. The physician was able to remove each delivery system from the mc and exchanged each mc over a guidwire without losing access to the target vessel. The procedure was successfully completed with another prowler mc and a combination of gdc coils and orbit coils. There was no reported injury to the pt. After product analysis was performed on the returned product, it was found that the coil was stretched when received. Therefore, this is being reported as a product malfunction under the medical device reporting guidelines.

Manufacturer narrative:
It was reported that resistance was encountered past the hub when inserting multiple orbit coils into multiple cordis prowler microcatheters. The coils were able to be removed from the microcatheter without loss of target site. There are no identified pt or procedural factors contributing to the report of the encountered resistance. It is not possible to determine if the stretched condition of the coil occurred after procedural use, during handling/packaging for return, or if the resistance in the microcatheter contributed to the stretching of the coil. A dcs orbit was received and had two kinks in the delivery tube. The coil was stretched. Od of delivery tube was found within specification. No functional test could be done, due to received condition. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Failure could not be confirmed. Cause of the kinked delivery tube and stretched coil could not be conclusively determined. Inspections are in place to prevent damaged orbits before leaving the facility. This is the third of three products involved with this event which is associated with manufacturing report# 1058196-2006-00147, 1058196-2006-00148, and 1058196-2006-00149.